Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to periprosthetic femoral bone fracture (right) age at primary: (B)(6) . Primary asa: p1 - fit and healthy. Secondary revision (B)(6).